Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tsb35 device was received with a tr35b cartridge reload present unfired and in good visual conditions. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the reload fell out of the stapler jaws after the device was fired and they had to use a specimen retrieval bag to retrieve the cartridge in the patient. Additional feedback includes: audible click was heard when placing the cartridge - no mis-fire; the cartridge fell out - cartridge fell out after completion of firing sequence - staples did form - no abnormal sounds were heard from the device - cartridge did not break in anyway - the device was not fired on any abnormal tissue - no other staples or clips were in the area - no other cartridges were used after - occurred after the second firing - first firing was successful. The staples formed and the cartridge fell out of the jaws after firing. No additional firings were needed to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.